Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our swedish affiliate, at the time of implant of a 29mm sapien 3 valve a second 29mm valve was implanted. The reason for the 2nd valve is unknown.

Manufacturer narrative:
Valve in valve procedure is performed as an intervention for severe or clinically significant perivalvular leak (pvl), central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Multiple attempts to obtain additional details concerning the reason for the second valve during the procedure have been unsuccessful. With such limited information, the reason for the second valve deployment cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.